Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Rapid battery depletion was due to excess high voltage (hv) charges. The cause of the excess hv charges was due to the patient¿s physiology. A longevity analysis found the battery depletion to be normal. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and hv output functions were tested and found to be normal.

Event description:
It was reported that the patient presented for follow-up with the elective replacement indicator (eri) triggered on the implantable cardioverter defibrillator. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.